Event description:
The customer reported that the autopulse platform (sn 23947) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). Zoll technical support personnel provided instructions to the customer on the phone, and the ua45 advisory message was cleared. Therefore, the autopulse platform will not be returning to zoll for evaluation. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The autopulse platform in the complaint will not be returned to zoll for evaluation and was not evaluated at the customer site. With the help of zoll personnel, the customer rotated the platform's driveshaft to "home" position to clear the ua45 advisory message. Therefore, device evaluation and service were not required to be performed by zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.